Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right atrial lead dislodged. The lead then tangled the left ventricular lead and caused it to dislodge as well. The right atrial lead was repositioned and remains in use. The left ventricular lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. The distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the guidewire failed backloading due to kink in conductors. If information is provided in the future, a supplemental report will be issued.